Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an insufficient angle, angle knob play, ultrasonic image partially missing, scratch on switch 3 rubber, scratch on acoustic lens, damaged acoustic lens, floating curved rubber adhesive, cracked curved rubber adhesive, scratch on curved rubber, corrosion of electrical connector contact, scratch on universal cord control unit, scratch on objective lens, scratches on illumination lens and scratches on image guide snake tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a cracked rubber tip. It is unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: peeling of the ultrasonic probe surface. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the distal end was confirmed. The cause of the damaged distal was attributed to physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end, particularly the ultrasound transducer and the objective lens surface. Visual abnormalities of the ultrasound image or endoscopic image may result. ·do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal.¿ olympus will continue to monitor field performance for this device.